Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown head, unknown. Unknown, unknown glenoid, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01047, 0001822565-2018-01046.

Event description:
It was reported that a patient underwent left shoulder arthroplasty. Subsequently, the patient underwent a revision procedure to due pain and disassociation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.